Event description:
Patient had lap band placed earlier this year. Patient returned for replacement of original lap band due to leak in band, band would not retain saline. Upon removal the leak was noted to be in the actual band portion, not the port or tubing. Entire system replaced with new system.manufacturer response for lap band system, inamed. Manufacturer will be notified by means of this medwatch. Device is available for evaluation purposes, at our facility. Please contact risk management to arrange for time to evaluate device.